Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA. Report number: mw5096277. The returned exalt model d scope was analyzed. There was no evidence of any damage or defect observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live image was displayed. No issues were observed with the image. Articulation of the tip was performed and no changes to the image quality were observed when the tip was articulated in any single direction (up, down, left, or right). Combinations of tip directions were tested and the image was disrupted when the tip was articulated fully up and almost fully left simultaneously. The controller displayed the scope error screen. The reported event was confirmed. The unit was electrically tested. Analysis found that one of the signal wires in the tip was damaged. It is likely that the damaged wire interacted with the inside of the articulation joint when the device was articulated up-left, resulting in a separation of the wire and creating an open circuit resulting in the loss of visualization. The most probable cause of the event is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation has not identified a potential process related issue for the batch number reported.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2020. According to the complainant, a patient with choledocholithiasis was admitted to the hospital with symptoms and therefore an inpatient ercp was scheduled. During the procedure, the image repeatedly went blank and the scope error screen appeared, showing a warning triangle and a black and white image of the exalt scope. The user attempted to unplug and reconnect the scope several times, but the issue kept recurring. The scope was then removed from the duodenum through the stomach, esophagus and then out of the patients mouth without patient complications. The procedure was completed uneventfully with a non-bsc reusable duodenoscope. There were no patient complications reported as a result of this event.